Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been generated for this system due to out-of-range intrinsic amplitude measurements on the atrial channel. Presenting egm showed appropriate function. Brief atrial tachycardia response (atr) episodes showed some farfield r-wave oversensing (ffrwos). Appropriate device programming was confirmed. The information has been documented. No adverse patient effects were reported.